Event description:
It was reported that the right ventricular (rv) lead exhibited inadequate positioning. The rv lead was repositioned and remains in use. The patient is a participant in the optilink heart failure (hf) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The product is included in the field action. Based on the incoming information and without the return of the product, it cannot be determined if the product acted as described in the field action. (B)(4).